Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber tip broke after 94,046 joules with 16 minutes of fiber use. It was noted that there was a physical break of the fiber tip but that the tip remained attached to the fiber. Also, it was indicated that no courtesy messages were displayed by the console. A second fiber was utilized to successfully complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 94,046 joules with 16 minutes of fiber use. It was noted that there was a physical break of the fiber tip but that the tip remained attached to the fiber. Also, it was indicated that no courtesy messages were displayed by the console. A second fiber was utilized to successfully complete the procedure without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber break was confirmed, as analysis identified a break in the fiber body. It is probable that there was excessive manipulation or bending of the fiber during the procedure; this factor in combination with elevated temperatures near the laser beam output window due to debris adhesion on the surface of the fiber tip, likely contributed to the fiber body break. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified a break in the fiber body between the control knob and metal cap, less than 1 cm from the metal cap. The aim beam was present at the location of the break when the fiber was tested with the hene (helium-neon) test fixture. Additionally, it was observed that the outer flow tube was melted at the location of the fiber break, at the proximal end of the metal cap. The fiber tip exhibited moderate devitrification and moderate debris adhesion on the surface, indicative of tissue contact. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.